Manufacturer narrative:
Concomitant medical products: c6tr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) had premature battery depletion. It was noted that the left ventricular (lv) lead had high threshold and low impedance measurements. The device was explanted and replaced, and the lv lead remains in use. No patient complications have been reported as a result of this event.